Event description:
It was reported that an alert for non-sustained lead noise was observed due to intermittent oversensing on the ventricular sense amp channel. Ventricular sensitivity was reprogrammed. However, the device continues to send an alert. Further reprogramming was recommended.